Event description:
It was reported that the device alarms seem to not be working correctly. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device has a cracked enclosure, front cover and tank cover. The customer stated problem was duplicated. The audible part of the alarm doesn't work confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.